Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
A patient friend reported right side broken device and "axillary siliconomas". Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone-migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow and red particles on the surface of the shell.

Event description:
Patient reported right implant rupture and axillary siliconomas was diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Silicone migration: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Red particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported right implant rupture and axillary siliconomas was diagnosed by MRI. The device has been explanted.